Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead helix was unable to remain extended. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. There were no patient consequences.